Manufacturer narrative:
A maquet service technician inspected the lighting configuration and found no issues with the device. He re-installed the bumper and returned the unit to service. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powerled series operating manual includes a verification of all the covers during yearly maintenances. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported to maquet that during a surgical procedure, the operating room staff attempted to reposition the surgical light head and inadvertently struck the lighting configuration's rubber end cap (bumper). The bumper detached and fell off the surgical light into the patient's stomach. No injuries were reported. (B)(4).